Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was a 2.5mm, 90% stenosed, portion of the distal left anterior descending (dist lad). The site reported that a linear dissection occurred in the lad due to balloon dilatation. The patient was discharged 2 days later.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.